Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On approximately (B)(6) 2024, the patient had a headache, was sweating and shaking while the cgm was reading 90 mg/dl. A bg was checked and it was 42 mg/dl. The patient eventually passed out and was taken to the hospital. Because this incident occurred over a year ago, the patient could not recall event details. At one point the cgm was 74 mg/dl while the bg was 41 mg/dl. The patient was treated with IV fluids and a tube of sugar fluid. The patient was in the hospital for a day and a half. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.